Event description:
The original surgery, in 2000, was a laparoscopic cholecystectomy. The pt was seen in the emergency room nine months later complaining of ongoing abdominal pain. An abdominal x-ray revealed a foreign body, consistent with trocar components. The pt was re-operated 5 days later to remove the foreign body. A trocar spike and spring were retrieved laparoscopically. The pt tolerated the procedure well.